Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery for a distal femur fracture with the locking screw. The screw length was insufficient for the tfna nail. This time, to use a compression nut distally, the drill was advanced until it passed through to the contralateral side. However, the drill almost hit the attachment and sleeve, so the surgeon pulled out the drill and took a measurement with the depth cage, which found that it exceeded the depth cage¿s scale of 96 mm. Consideration was given to selecting a screw length of ``-4 mm'', and the surgeon decided to use 90 mm, although it was a little shorter. The screw and nut are functioning, but the screw is fixed with the hollow portion present. The surgeon noted that the bone quality was good, so the screws were securely fixed at this time. In addition, the actual measurement of the screw for the strike-down was over 90 mm, but because it was a monocortical screw and there was only one 90 mm screw in the set, the surgeon used an 88 mm screw to complete the surgery. The surgeon mentioned that there would be a slightly longer postoperative non-weight bearing period. The surgery was completed successfully within 30 minutes delay. This report involves one locking screw for im nail ø 5mm/ 90mm/ xl25/ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: jds, hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.